Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the unit was functioning normally, and the customer was not aware of any issue. A field service engineer mentioned that after the ticket was created, another customer must have rebooted the station to come back online. The customer logged into the station and verified the fingerprint reader was functioning normally. The fse verified that the rubber, rail, bumpers were in placed in all drawers. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bioscanner not working. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.